Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced incontinence, dysuria, bleeding, exposed mesh, pain and secondary prolapse. An excision of the exposed mesh and repair of vaginal vault was performed.

Manufacturer narrative:
Coloplast has bot been provided nay corroborating evidence to verify the information contained in this report.